Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that the patient was currently hospitalized and had an MRI the morning of the report. The pump had not yet been interrogated to determine of motor stall/motor stall recovery had occurred. The reason for the hospitalization was unknown. A follow-up report will be submitted if new information becomes available.